Manufacturer narrative:
Additional information received: it was reported the physician had a hard time to get the trigger to work on the delivery system, as he deployed the graft cover wasn't retracting. No bail-out techniques were used to deploy the stent graft. Evaluation summary: the reported difficult to deploy issues could not be assessed on the films provided. Procedural angiogram videos showing the deployment were not received. It is most likely that the severely tortuous anatomy was a factor in the difficulty to deploy event reported. Analysis of the returned still angiograms did not reveal any obvious out of specification stent graft integrity issues. There was no evidence to suggest that the other implanted devices were related to the event. A device issue cannot be ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 46mm thoracic aortic aneurysm. It was reported that during the index procedure, due to the extreme tortuosity of the vessels there was difficulty deploying the device and the delivery system began to come apart as a result. The stent graft was able to be successfully implanted. As per the physician the cause of the event was anatomy and extreme tortuosity. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis: the delivery system returned with the external slider and the tip capture release in the home position. Multiple kinks were visible along the graft cover. The taper tip was curved with deformation visible to the distal end. No issue was noted retracting and advancing the graft cover using the external slider and trigger. The reported deployment difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.